Manufacturer narrative:
H3 and h6: a philips field service engineer (fse) went onsite and confirmed the reported issue. During the investigation it was found that the lan card was faulty and needed to be replaced. The fse performed the lan card replacement utilizing one of the customer's existing spares and updated the monitor firmware to the latest revision l available. The device returned to full functionality. The problem was solved by replacement of the lan card which is considered as all that is warranted for this malfunction. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated that the patient was in cardiac arrest when the intellivue mx800 patient monitor went blank. The patient was in cardiac arrest, but was resuscitated. No further details regarding the patient, such as gender, age, height, and weight were available at the time of the initial report.